Event description:
It was reported that after approximately 30 minutes of intra-aortic balloon (iab) therapy blood was confirmed to have entered the stat gard. The customer suspected a leak and removed the iab. A new iab was inserted to continue therapy. There was no patient harm or adverse event reported.

Manufacturer narrative:
Event site postal code: (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood on the exterior of the catheter and dried blood within the stat gard sleeve. No blood was observed inside the iab catheter. The extender and pressure tubing were also returned. The sc connector and cable was cut from the iab and not returned. An underwater leak test of the stat gard sheath seal, balloon, catheter, y-fitting, extracorporeal, extender and pressure tubing was performed and no leaks were detected. Blood may enter the stat gard sleeve when the sheath seal is moved back and forth. This is the intention so blood does not spray over the user and patient. However, the reported event cannot be confirmed by the evaluation. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint #(B)(4).